Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that new carb ratio settings were entered but inadvertently not saved. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustments. Customer blood glucose level was 317 mg/dl.